Event description:
The customer reported being hospitalized due to high blood glucose of 300 to 400mg/dl. The customer stated that she is not using the insulin pump because of the inconsistency and reverted to back up plan. The caller was throwing up and dehydrated. The customer stated that they put her on a diabetic diet and changed the settings in the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.